Event description:
The doctor reported that it was impossible for him to detach/separate the mount from the implant, and when forced, the driver bent. Procedure completed. Affected dental position: 32.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided; g4: premarket identification: k011028/k013227; d4: additional device information: unknown / not provided; h4: device manufacturer date: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation). Visual evaluation was performed, the implant had signs of use. Unable to disengage the mount from the implant. DHR review was completed for the subject lot number 1270939. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270939 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.